Event description:
It was reported that after successfully implanting a stent in the lad, a second stent was placed proximal to the first stent and overlapped inside. Upon removal of the delivery system resistance was met, it was noted that the elastic membrane had detached in the coronary. Attempts to snare the membrane were unsuccessful due to an occlusion of the distal lad caused by an intimal dissection. The pt was sent to surgery. Reportedly, the pt is in stable condition.

Manufacturer narrative:
The following info from section f was completed by the MFR: evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned with the c-flex separated distal to the c-flex junction. The c-flex junction was intact. No other damage was noted. Quality engineering concluded use of the stent delivery system was contraindicated in the IFU due to pt disease state. Attempts to cross the lesion were difficult, yet the dr forced the delivery system to cross. The IFU clearly warns that using excessive force may cause damage to the delivery system and it's components. In addition, the rated burst pressure was exceeded. There is no indication that any device defects were noted during preparation. Quality engineering has determined that no corrective action is warranted as the IFU clearly contraindicated use of the device in this case. A review of the device mfg records for this product lot did not reveal any non-conformities. As part of mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.